Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was not able to be interrogated. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.